Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Due to excessive vault and significant reduction of irido-corneal angles, the lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event was reported as unknown. G3 - date received by manufacturer: 18-nov-2025 corrected to 16-nov-2025 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
H6 - 4581: significant reduction of ica. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Due to excessive vault and significant reduction of irido-corneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.